Event description:
It was reported that an alert was detected for right atrial automatic threshold (raat) greater than the programmed amplitude or suspended. Upon review from technical services (ts), it was noted that the atrial channel shows loss of capture (loc) and the atrial pacing output was 5.0 v. Ts recommended further review with a cardiologist for evaluation of the atrial pacing threshold. The lead remains in service. No adverse patient effects were reported. Additional information provided indicates that this right atrial (ra) lead was explanted as it was dislodged. The lead was successfully replaced. The product is not expected to be returned. No additional adverse patient effects.